Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported the outer case was broken. The functional evaluation confirmed that no audible alarm was detected, establishing a relationship with the event reported. The root cause was determined to be a failed circuit board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past three years. It is not possible to know how the damage occurred, however contributory factors include mishandling, storage and drop damage. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found unable to generate and control negative pressure, besides the mainboard and alarm are defective, no audible alarm and the housing is broken. No patient harmed, and no injury reported because this was found during service and repair.